Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this subcutaneous implantable cardioverter defibrillator (s-ICD). Device data was not provided for review. Additionally, three months prior the estimated battery longevity was at 42 percent, on 31mar2023 the estimated battery longevity was at 18 percent and on the day of the procedure the estimated battery longevity was at 13 percent. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. Device was received for analysis.

Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this subcutaneous implantable cardioverter defibrillator (s-ICD). Device data was not provided for review. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device remains in-service.